Event description:
Consumer stated,"the plastic cracked in two pieces when I boiled it."

Manufacturer narrative:
This device was apparently purchased in canada and reported by a consumer based in texas, USA. Device not returned to manufacturer.